Event description:
It was reported that during a da vinci si surgical procedure, the site experienced system error code 23008. With the assistance of an isi technical support engineer (tse) the site performed an emergency power off (epo) of the system and restarted the system. However, the error code recurred. With the assistance of the tse, the site performed additional trouble-shooting techniques; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that the system error code 23008 experienced by the customer was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci si safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The mtml was returned to isi for evaluation and engineering was able to replicate the system error code 23008 experienced by the customer. Performance testing of the mtml in-house found that upon initialization of the mtml, system error code 23008 would trip due to faulty motor/encoder on axis 3. The axis 3 motor and encoder were replaced to repair the mtml. As of (B)(4) 2013 there have been no reported recurrences of the issue at this hospital.